Manufacturer narrative:
The device was never returned to mmdg for evaluation or sequestered by hospital as no malfunction or device problem was apparent. Therefore, no investigation was performed on the pump. However, a limited investigation was done by reviewing complaint records from (B)(6) 2008 and found no pattern of over infusion.

Event description:
The initial reporter stated that after spinal surgery at (B)(6) on (B)(6) 2008 she was provided a curlin 4000 pump infusing intravenous morphine. She alleges that it administered an overdose, and that the overdose caused respiratory distress, cardiac arrest and cerebral anoxic injury. Mmdg received the following information after the original report was filed: the initial reporter states that after an anterior cervical decompression and 3 level fusion by dr. (B)(6) at (b)(6 on (B)(6) 2008 at 1:39 pm, she was provided a curlin 4000 pump on pca mode to deliver intravenous morphine. A 5 mg bolus was delivered with settings at 1 mg/ml, 6 minute lock-out with 10 mg/hour maximum dosage. Per the analgesic flow sheet, between 1:39 pm and 11:00 pm, the patient made 78 attempts, 28 1 ml doses were delivered. She alleges that the curlin 4000 administered an overdose, and that the overdose caused respiratory distress, cardiac arrest and cerebral anoxic injury. Narcan 2 mg IV was injected and reversed some of the effects. Abg showed respiratory acidosis causing metabolic acidosis. The attending nurses checked the device, confirmed 33 ml morphine delivered. Two nurses visually checked the remaining volume of morphine in the bag, confirming the remaining volume of 67 ml, which was wasted and witnessed per hospital policy. The patient continues to exhibit sequeli of the anoxic event. (B)(4).

Manufacturer narrative:
The device was never returned to mmdg for evaluation and, therefore, no investigation could be performed on the pump. However, a limited investigation was done by reviewing complaint records from january to december 2008 and found no pattern of over infusion issues.

Event description:
The initial reporter stated that after spinal surgery at (B)(6) on (B)(6) 2008 she was provided a curlin 4000 pump infusing intravenous morphine. She alleges that it administered an overdose, and that the overdose caused respiratory distress, cardiac arrest and cerebral anoxic injury. There was no other information provided regarding the patient or her current condition. (B)(4).